Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, a specific bg value was not provided. Customer reported undisclosed health issues and medications but declined any further troubleshooting on the reported issue.